Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) on an unspecified date was 389 mg/dl with polyuria and polydypsia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed. It revealed during troubleshooting: the pump¿s basal and bolus settings were incorrectly programmed; a diabetes management factor of the insulin quality contributed to the reported bg excursion. The reporter was referred to the patient¿s healthcare provider for the diabetes management issue. This complaint is being reported because the alleged hyperglycemia was related to a pump use error. There was no indication of allegation of a pump malfunction.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 02/27/2014 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal and bolus deliveries occurred on (B)(6) 2014. No abnormal alarms or issues were evident in the data. The total daily dose history was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.